Manufacturer narrative:
The t:slim x2 user guide states, ¿make sure you hear 2 clicks when you snap the transmitter in place. If it is not fully snapped in, this may lead to a poor connection, allowing fluid to get under the transmitter. This can lead to inaccurate sensor glucose readings.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient or event information was available. Reportedly, the transmitter was not fully snapped into the sensor housing. The customer regained connection and tandem technical support guided customer into fully snapping the transmitter in place.